Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis updating screen frozen at 7%. The field service engineer (fse) replaced the hard drive, imaged it with version 1.7.4, and completed a full system synchronization. The station was restored to normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es updating screen was frozen at 7% and nurse was unable to access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.